Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 15-jun-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the errors. Fse verified the issue and inspected home sensor for mixer, tested with mixing test command then checked connections from sensor to sensor board - found the connector half way on causing intermittent issues (cn307). Fse secured the connector, tested mixer again and found no errors. Fse performed normal start up as test and it passed. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was connector cn307 was not seeded fully onto sensor board - causing intermittent issue.

Event description:
On (B)(6) 2015, a customer reported mixer home sensor error with their aia-360 analyzer. The customer is unable to run ckmb, ctnl2, and myo patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb, ctnl2, and myo patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.